Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be prevented by following the instructions for use which state: IFU states the detection method in bf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The customer did not provide the cleaning disinfection and sterilization checklist; therefore, it remains unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope had foreign material on the objective lens and the cracks on plastic distal end cover. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.